Event description:
After putting the patient on the patient couch, as soon as a nurse and a medical technician started moving the patient toward the direction of the head for scan position setting, the patient suddenly started moving toward in the same direction. The resultant movement was uncontrolled and the patient's head struck the arm up holder attached to the patient cradle.

Manufacturer narrative:
An investigation was conducted by the manufacturer and it was determined that the cause of the incident was user error. Instructions to avoid this problem from happening is described in the device's safety manual.the patient's inner thighs touching caused an rf current loop which in turn caused a burn. Per the manufacturer, foam pads or other appropriate material should have been placed between the patient's inner thighs to avoid contact.

Manufacturer narrative:
After receiving the report of this accident, toshiba service engineer performed an investigation of the accident, the use history of the system, the system itself and the arm up holder. Toshiba service engineer confirmed that the arm up holder had no sharp edge in the reach of the patient, and that there were no abnormalities in the system. The operation manual of this system describes that "position the patient on the couch top, then raise the patient's arms and place them on the arm up holder. At this time, position the patient on the couch top with care to avoid hitting the patient's head or arms". Results: the cause of the accident is considered to be; the operator didn't move the patient according to the operation manual, additionally, the patient moved by himself as unexpected. Because these events happened at the same time, the patient's head struck the arm up holder with considerable force. This report is being filed as the result of a retrospective review of complaints during an internal audit.